Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned device data. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The available device data were thoroughly analyzed. The provided memory segment of the pacemaker showed no indications of a device malfunction. However, the iegms of the follow-up data from 12 december 2019 documented crosstalk of the atrial signal in the ventricle. The cause of this could not be determined based on the available device data. The unipolar and bipolar ventricular impedances, measured during the follow-up, showed a difference in the impedance of only 50 to 70 ohm. Because of this, damage to the ventricular lead cannot be ruled out. In summary, the device shows no anomalies in regard to the manufacturing process and the provided device data. Based on the available information, there is no indication of a device malfunction. If additional relevant information should become available, this report will be updated.

Event description:
After an implantation period of about 58 months, an intermittent loss of capture was reported. After switching from bipolar to unipolar sensing, this behavior was no longer observed. The serial number of the lead is not known.